Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported insulin pump gave unexplained motor error alarm that had increased lately and insulin pump¿s buttons were harder to push. Customer stated that insulin pump was not giving the correct amount of insulin. Customer stated that rewind and prime was much slower than it used to be. Customer stated that the insulin pump¿s button started to wear down. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify prime/fill, rewind anomaly and motor error alarm due to buttons not responding. Motor passed motor test. (B)(4).